Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker and the right ventricular (rv) lead exhibited ventricular noise episode. No programming changes were made and the patient continued to be monitored. No patient consequences reported.